Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent ipg replacement procedure. Patient did very well postoperatively. Unable to return explanted device due to facility policies.

Manufacturer narrative:
Block d2b: lgw, qrb.